Event description:
It was reported while using bd ultra-fine¿ 1ml insulin syringe 30g x 5/16" the plunger was difficult to move and medication could not be injected through the needle. There was no report of patient impact. The following information was provided by the initial reporter, translated from language to english: the customer's report is that the hcp could not move the plunger rod during drug preparation. Needle clog was suspected by the customer.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd ultra-fine¿ 1ml insulin syringe 30g x 5/16" the plunger was difficult to move and medication could not be injected through the needle. There was no report of patient impact. The following information was provided by the initial reporter, translated from language to english: the customer's report is that the hcp could not move the plunger rod during drug preparation. Needle clog was suspected by the customer.

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to the batch being unknown, no DHR review can be completed. H3 other text : see h10